Event description:
The customer reported that during a resection, the instrument was activated but no seal was created. Bleeding resulted when the surgeon cut the vessel.

Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report: (B)(6) 2010. The site has indicated that the incident sample is not available for evaluation. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.